Event description:
Patient revised on (B)(6) 2021, approximately 1.5 years after primary surgery on (B)(6) 2019. Surgeon explanted the 36/+6 standard humeral cup and replaced it with a 36/+3 stability humeral cup and +9mm humeral spacer.